Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending, and similar complaint trending review for the product family will not be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Event related to manufacturer #: 2134265-2008-01672. It was reported that during an unspecified procedure, removal difficulties were encountered. The lesion was located in the superficial femoral artery (sfa). The sterling over-the-wire balloon catheter was unable to be advanced on the thruway guide wire, and subsequently became stuck. Therefore, the physician attempted to remove the catheter from the guide wire, but had to use "a lot of force" to do so. The procedure was completed with another of the same device. No patient injuries or complications were reported. Patient status is listed as "fine."